Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Attempts have been made to obtain additional information on 07/12/2012 and 07/25/2012 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 07/06/2012. (B)(4).

Event description:
A surgeon reported a patient with a residual refractive error following bilateral intraocular lens (iol) implant surgery. Medical records were received and reviewed. According to the medical records, for this eye, the patient also had limbal relaxing incisions and an iris ring placed at the time of the iol implant procedure. On the first postoperative day, the patient reported his vision was still blurry with a foreign body sensation noted. By the following week, the patient was reporting his vision was improving. At the two week postoperative visit, the patient's ucva had decreased to 20/80. Following this visit, the patient was reporting that his vision was not as crisp and still blurry. At approximately five weeks postoperative, the surgeon noted the patient had a residual refractive error as well as tear film abnormalities. The patient was treated with a trial of antibiotic ointment to both eyes to see if his vision would improve, but this did not help. The patient was referred to a retinal specialist who found early background diabetic retinopathy in both eyes, posterior capsule opacification in both eyes and early diabetic macular edema in the right eye. The patient's implanting surgeon discussed laser vision correction with the patient for both eyes. At the time of this report, it is unclear if those procedures have been performed. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye. The right eye has previously been reported under manufacturer report #1119421-2012-00817.